Event description:
Customer called to report that the access 2 immunoassay system generated one occurrence of a non-reproducible false positive troponin I (accutni) result for one patient sample. There was no death, injury or change to patient treatment attributed to or associated with this complaint. The result was reported out of the laboratory, but was amended when the issue was flagged and prior to the initiation of patient treatment based on the result. Customer stated that the instrument is set to automatically rerun if troponin I results are over 5.0 nanograms per milliliter (ng/ml). Repeat results recovered within the normal reference range the field service engineer (fse) inspected the instrument and performed preventive maintenance. The fse replaced the main pipettor and the incubator. After the high sensitivity system check did not pass within specifications, the fse replaced the peristaltic pump assembly, the peristaltic pump tubing and the dispense probes. The fse then verified proper instrument performance to ensure that the services performed effectively resolved the instrument issue.

Manufacturer narrative:
Upon follow-up with customer to obtain for more information regarding sample handling at the time of the event, customer stated that the sample was drawn from a PICC (peripherally inserted central catheter) line; as a result, there was potential for pre-analytical factors that may have contributed to the generation of the erroneous result. While pre-analytical sample handling and instrument hardware issues may have contributed to this event, a definitive cause could not be determined with the information supplied. Customer has not called back to report any further issues relating to this event. (B)(4).